Event description:
The distributor contacted animas on (B)(6) 2015 alleging according to the health care provider, they cannot identify the incident with the pump and asks to make a complete check-up of the pump. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: review of the black box and download history revealed the last basal delivery by the pump was recorded on may 07 2015 at 05:03 pm. There was no activity outside of normal use observed. On investigation, ez-prime steps were correctly performed. There were no errors, alarms or warnings during the investigation. The pump was exercised for 24 hours without incident. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction.